Event description:
On 10/3/97, the MFR received a medwatch report (uf#36233) from the facility's director, risk management which states the following: the device was implanted on 1/16/96. Beginning two weeks ago, when the device was used for injections the pt developed swelling outside the chest wall. The device was explanted on 9/10/97, and a new device was implanted. Upon explant of the device, a tear was noted about four (4") inches from the device diaphram. No further details were provided at this time.

Manufacturer narrative:
Device was returned to MFR and has been analyzed as follows: visual and microscopic examination of device septum revealed slits on device septum surface with no internal damage. Longitudinal slits, compression marks and discoloration were noted on 7 1/2" device polyurethane catheter approx 4" from device bayonet lock. Damage to device catheter appears to be characteristic with "pinch-off sign." Device body was unremarkable with no anomalies seen. This unit was patent with no resistance felt upon flushing with 5cc of bacteriostatic water. Bron fluid consistent with blood was collected. No leaks were noted fter 7 1/2" device catheter was clamped above damaged area and pressurized with air and fluid. Trend analysis was performed on this catalog number and trend was not identified. Lot number was not provided for this device; therefore, review of device history was not possible. Based on info available and results of MFR's analysis of device, report that "upon explant, tear was noted about 4" from device diaphragm" has been confirmed. Anatomically induced repetitive clavicular compresseion appears to have caused damage found during MFR's analysis of device. Article exclusive to "pinch-off sign" will be forwarded to facility for it's review. No further details are available. Customer will be notified of MFR's findings. MFR is now closing file on this event.